Manufacturer narrative:
The device was received with the cannula assembly fully deployed and the formed needle completely retracted. Investigation found no abnormalities with the fluid path and needle mechanism that would contribute to the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. The downloaded data shows that an 0x22 alarm was generated during the device's run. The device was reset and paired with a master pdm to deliver a 5-unit bolus. The bolus was successfully delivered and the rerun data did not return the alarm that was present in the original data. No damages or defects were found during investigation that would contribute to the observed alarm. The cause of the alarm could not be determined.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 435 mg/dl while wearing the pod between 36 and 48 hours. Due to elevated bg levels, patient was unsure if the cannula was properly seated in the infusion site (abdomen). As treatment for hyperglycemia, a manual injection of insulin (3.15u) was delivered and a new pod was applied.